Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarm. Customer was able to clear the alarms and able to complete rewind. Customer performed displacement verification test and self test and the both test were passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring=black on (B)(6) 2022 customer called in with the following concern: customer states that he received a pump error 43 and 38 on his insulin pump. P-cap locked in place properly during testing. Device was successfully downloaded using (thump software). The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No pump error 43 alarm noted during rewind or during testing. The adapt tool was utilized to search for alarms that may have occurred in the past or during complain call that might of trigger the reason complain. The adapt tool reveals that pump error 43 alarm was recorded on (B)(6) 2022, (B)(6) 2022, 02/01/2022, (B)(6) 2022 and on (B)(6) 202. Pump error 38 was also recorded on (B)(6) 2022, (B)(6) 2022 and on (B)(6) 2022. Unit was cut open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection all connectors including motor flex connector were plugged in properly. However, moisture damage on motor home switch noted during visual inspection. No physical damage noted during visual inspection. In conclusion no pump error alarm 38 or 43 was noted during testing. However, after visual inspection of motor home switch moisture damage was visually noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.